Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported there was no problem with the catheter at the time of pretest, but when tried to inject after insertion, the syringe did not move at all and could not inject water.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for treatment purposes. The product had caused the reported event. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the return sample noted no obvious visible defects. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Event description:
It was reported that there was no problem with the catheter at the time of pretest, but when water was injected after insertion, the syringe did not move at all and could not inject water.